Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead is experiencing t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.